Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the drill bit broke while drilling and an approximately 1cm portion of the broken tip was left in the patient's pelvic bone. The surgeon opted to leave the drill fragment in the patient because it was determined an attempt to remove the fragment may result in greater harm than leaving it in the bone. There was no surgical delay. It was reported that the patient was doing fine postoperatively and was in stable condition. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: the broken product was returned in a packaging different from the original packaging without the tip. The laser etching was readable. There are several usage marks on the product. All relevant and measurable dimensions were measured, and fulfill the specifications. In addition the hardness of the device and the relevant raw material certificates were also checked and fulfill the specification. Based on the investigation (analysis of the material certificates, DHR review, hardness test and dimension check) there were no issues found related to the manufacturing of the product that would contribute to the complaint issue. However since the tip of the drill bit is missing a final statement cannot be given. Due to the facts above the complaint will be rated as confirmed but undeterminable from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Based on our investigations it is likely that the drill bit broke during use due to a mechanical overloading situation. In addition the drill bit possibly was exposed to extended lateral stress or got in contact with other metallic parts. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.